Event description:
Patient reported obtaining a blood glucose result of 514 mg/dl on the suspect device. Based on this value, patient's friend phoned emergency medical services for assistance. Upon their arrival, - 10 minutes later, patient's blood glucose reportedly measured 247 mg/dl, on paramedics' device. Patient immediately retested blood glucose, on the suspect device, and obtained a result of 530 mg/dl. Patient could not recall if any treatment was received. No injury was reported. Patient was not transported to the hospital for additional treatment. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.